Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was discovered during setup/preparation before being connected to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection using the naked eye revealed leak inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be the untightened blue winged luer cap. The blue cap thread was visible which indicates the blue cap was not properly closed. There were no signs of surface roughness inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with green colored water. After fill, the blue winged luer cap was securely connected. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the untightened cap could not be determined; however, may be related to user error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) instructs the user to ensure the cap is securely connected after preparation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4 (additional): the lot was manufactured november 9-13, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified fluid inside a bag that contained the device, particularly at the blue winged luer cap which suggested a leak occurred. Further examination of the photo showed a visible blue cap thread which indicates the blue cap was not properly closed resulting in a leak. The reported condition was verified. The cause of the untightened cap could not be determined; however, may be related to user error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) instructs the user to ensure the cap is securely connected after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.